Manufacturer narrative:
Title: radiomics complements clinical, radiological, and technical features to assess local control of colorectal cancer lung metastases treated with radiofrequency ablation source: european radiology (2021) 31:8302¿8314 https://doi.org/10.1007/s00330-021-07998-4. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature, a retrospective study from 2009 to 2018 analyzed outcomes of 48 patients treated with radiofrequency ablation (rfa) after diagnosis of colorectal cancer (crc) lung metastasis to determine independent risk factors for recurrence. Rfa was performed with either the medtronic cooled tip electrode or a competitor product. Reported complications included pneumothorax and intra-alveolar hemorrhage. The authors do not specify which rfa device was associated with the reported complications, nor any interventions provided.